Event description:
A (B)(6) male with a somewhat calcified but not really tortuous anatomy, underwent initial evar on (B)(6) 2010. The physician placed on flex main body and two iliac limbs. Over time, the aneurysm continued to shrink up to 2 cm. However, additional follow ups (angio and CT) indicated that the aneurysm started to grow again and after a few follow ups had grown back almost to the size pre-implant. The physician stated that the aneurysm continued to grow and was inflamed due to the patient's continued smoking. There were no signs of endoleak at all. The physician then decided to extract the main body so on (B)(6) 2013, he explanted part of the main body. He left in the iliac limbs and the suprarenal stent and sewed the material to the grafts that were left in place. The outcome was good and the patient is doing well and has now quit smoking.